Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained of left hip pain. Femoral head was removed. Inside the femoral head was indication of metal corrosion. Tritanium cup and liner was removed due to an aseptic loosening & cup was replaced with competitor gription & liner. Used 36mm universal biolox head in a +0 v40 universal titanium sleeve.